Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep japan, the cotton swab from the tip of one (1) applicator fell off into a patient's mouth during sample collection. The piece of cotton was removed manually and no adverse impact was reported.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep japan, the cotton swab from the tip of one (1) applicator fell off into a patient's mouth during sample collection. The piece of cotton was removed manually and no adverse impact was reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for evaluation: yes d9. Returned to manufacturer on: 10-nov-2025 h3. Device eval by manufacturer?: yes . Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges safety (broken swab) when using kit veritor system strep a 10 tests jp (material #: 256057), batch number 4220796. The customer reported that when the doctor inserted the collection swab into the patient's mouth, the cotton tip came off in the patient's mouth and had to be removed manually. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. There were photos and return samples received from the customer. Based on the returned photos, only the package and component information was shown. The return samples were visually inspected and a hand pull test was performed. One of the three swabs tested failed as the tip was separated after the pull test. A trend analysis for broken swab was conducted, and a trend was identified. A supplier corrective action was opened with the supplier, and the reported issue is confirmed. The supplier was unable to determine the root cause for the issue; however, they have implemented processes to reduce the risk of tip detachment.